Manufacturer narrative:
Initial reporter facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamps of three (3) minicap transfer sets leaked due to a cracked main body. This occurred before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.